Event description:
It was reported that the catheter had not been anchored properly at implant and that the catheter disconnected at the pin connector. The pt had fluid build-up along his spine and in the pump pocket; 50 to 60 mls were removed. The proximal and distal catheters were reconnected in a revision surgery. The pt was reported to have recovered without sequela. The device system was used to administer lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.